Event description:
The patient was revised on (B)(6) 2021 due to loosening (bone condition). The date of the first surgery and the product explanted are unknown. The surgeon implanted cup ø 135/145 40+6, post extension +06mm, centered glenosphere, glenoid baseplante and three screw l 35mm.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.